Event description:
It was reported that during a device check, increased capture thresholds were noted. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.